Manufacturer narrative:
Taper ii. (B)(4). The reporter of the event said the product associated with this report has been discarded. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leak." The device was found to have a "leak" when the doctor had an x-ray performed and found the tubing had a "hole in it." The device was explanted and discarded.